Manufacturer narrative:
Correction; h.6. (Patient code). Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the spikes are breaking upon inserting into the bags was confirmed. Visual inspection observed that the spike of the drip chamber was broken off near the tip of the spike. Further visual inspection under magnification of the spike¿s damaged surface found that the break site was rough and uneven with some plastic deformation. No other anomalies were observed on the drip chamber¿s spike or throughout the set. Functional testing was not performed due to the drip chamber spike break. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
It was reported from the emergency department (ed), that the spikes are breaking upon inserting in the 0.9nacl bags. It was confirmed during follow up, that there was no delay in patient care however; there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Patient information requested but not provided. Concomitant medical products: bbraun, products ; 0.9 nacl 1000ml bags. Lawson #448648 / manuf. Ref#e8000; 0.9 nacl 500ml bags. Lawson #9271 / manuf. Ref#l8001; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the emergency department (ed )that the spikes are breaking upon inserting in the 0.9nacl bags. There was no delay in care.